Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently, the pump insulin gauge was inaccurate. Customer declined tandem technical support's (cts) offer to troubleshoot. Cts review the pump data and confirmed inaccurate fill estimates. Blood glucose was 167-341 mg/dl. Customer continued to use pump for insulin therapy.